Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung resection, the reload was attached to the first handle, but the surgeon could not fire the device. Then the handle was replaced with 3 handles in total, but the same event occurred. The procedure was completed with another device. There was no patient injury.